Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the caffeine contained in 1ml syringe (ref 309628) did not infuse. Per report, the nurse noted that the syringe was still full, but the device displayed a message the infusion was complete. There was patient involvement but no harm. Bd received additional information. It was reported that the event occurred on (B)(6) 2024 at 1512. The infusion was caffeine citrate 10.3mg = 0.52 ml ordered to infuse over 30 minutes.

Event description:
It was reported that the caffeine contained in 1ml syringe (ref 309628) did not infuse. Per report, the nurse noted that the syringe was still full, but the device displayed a message the infusion was complete. There was patient involvement but no harm. Bd received additional information. It was reported that the event occurred on 13 september 2024 at 1512. The infusion was caffeine citrate 10.3mg = 0.52 ml ordered to infuse over 30 minutes.

Manufacturer narrative:
Root cause: the root cause for the reported issue of an under infusion ¿ caffeine did not infuse was not determined because no products or device logs were returned.